Event description:
It was reported "one extension line was bent, which prevented 1 litre of hydration infusion from passing through because it was flow-controlled by dialaflow. The clinical consequence included hypernatremia and neurological problems." The patient had to be rehydrated with sodium chloride. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Section d.4. - partial UDI number removed. The full UDI number is not available as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data:

Event description:
It was reported "one extension line was bent, which prevented 1 litre of hydration infusion from passing through because it was flow-controlled by dialaflow. The clinical consequence included hypernatremia and neurological problems." The patient had to be rehydrated with sodium chloride. The patient's current condition is reported as "fine".